Event description:
It was reported that pump malfunction occurred repeatedly, with customer experiencing same malfunction in previous month and again on day of call. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump previously on own and during call cts assisted with reset, and arranged replacement pump while advising customer to continue using current pump and rely on backup method if needed.